Manufacturer narrative:
The products were sent to hospital pathology and are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and pacemaker experienced syncopal episodes. Interrogation of the device with a programmer revealed rv loss of capture (loc). An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.